Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Reportedly, the customer did not test bgs; however, felt bg level was below 54 mg/dl. To treat bgs, the customer received assistance from contact in helping the customer consume dinner and juice due to being incapacitated. The customer reported that the suspected cause of the low bg level was due to consuming dinner later than expected. Recommendation was made to consult with health care provider regarding diabetes management.